Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, while mapping, multiple power surges occurred in the hospital and the radiofrequency generator (rfg) had a power/start-up issue and would not power back up after power returned. Multiple outlets were tested and the rfg remained unable to power on, while every other component could be powered on. The procedure was aborted and was not continued with another system. It is unknown if the patient was under general anesthesia. It was later reported that the fuse on the rfg blew. Electrical safety and field service tests were performed and no uncorrectable faults were noted, and the system was placed back in service. No patient complications have been reported as a result of this event.